Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 19518065/19411834.

Event description:
It was reported that patient experienced inadequate stimulation and pain when lying. The patient underwent explant procedure and explanted devices were discarded.